Event description:
According to the reporter: the tissue donut was not cut adequately and the uncut tissue was released. More bowel needed to be mobilized in order to re-anastomosis with a new stapler. Surgical time was extended, but not more than 30 mins. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4)